Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken grip. A piece approximately 0.194" x 0.213" was found to be broken off the grip tip. The broken piece was not returned. This type of failure is commonly associated with mishandling / misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that during central processing, one jaw of the tip-up fenestrated grasper had a piece broken off. There was no report of patient involvement.